Manufacturer narrative:
(B)(4). The device history record (DHR) for the instruments in question, was reviewed and found completely without any irregularities. The returned instrument was evaluated and found that the jaws are aligned properly and that this instrument picks up, retains, closes, and releases clips both with and without the use of silastic test tubing , as required of its function and no clips broke during testing. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to validate the alleged complaint since we were unable to replicate the alleged condition. No corrective action required at this time.

Event description:
Alleged event: while closing the clip on a vessel during a laparoscopic nephrectomy, the clip broke. The physician is not sure if all pieces of the broken clip were retrieved. The patient's current condition was listed as critical. No additional information was provided at the time of this report.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: while closing the clip on a vessel during a laparoscopic nephrectomy, the clip broke. The physician is not sure if all pieces of the broken clip were retrieved. The patient's current condition was listed as critical. No additional information was provided at the time of this report.